Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found to be in good condition with visible contamination by the "l" bracket pole clamp. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer reported issue was confirmed. According to the investigation reported problem was duplicated during occlusion test using infusion rate of (300 ml / hr.) And the reported issue was caused by multiple components. Worm coupling, worm gear, motor mount and main board. Main board also had also had green super cap. Investigators replaced main pc board, worm coupling, worm gear and motor mount. Power up and occlusion test. The problem source of the reported problem is normal wear.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited system failure alarm: motor not running. No adverse effects were reported.